Manufacturer narrative:
The monitor has been returned to zmc and the investigation is underway. The electrode belt has been returned to the distributor and the investigation is underway. A supplemental report will be submitted upon completion of the investigations.

Event description:
A us distributor contacted zoll to report that a patient experienced defibrillation event consisting of one shock with a delivered energy of 101 j. The patient's rhythm at the time of the treatment was unknown due to loss of cardiac signal and voltage bias. The low energy of the pulse was due to the voltage bias. It was reported that the patient was conscious during the event. The response buttons were not pressed during the event. Loss of cardiac signal and voltage bias contributed to the false detection. The root cause for the loss of cardiac signal is unknown at this time. The patient was in a medical facility at the time of the event and was reportedly externally cardioverted prior to the treatment delivery by emergency medical personnel. The patient's downloaded wear time shows the patient wore the lifevest for the entire day on 09/24, the date of the external cardioversion and lifevest treatment. The lifevest is not external-defibrillator proof. The appropriateness of the treatment is unknown. Reporting event out of abundance of caution. The patient received medical attention at the hospital emergency room and continues to wear the lifevest.